Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold capture at 5 volts as well as less than 1 volt. Loss of capture (loc) was observed which was noted likely due to fusion beats. Technical services (ts) discussed turning the rv trend off. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.